Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the knife did not cut while trying to create the incision. The surgeon attempted it a second time without success. An alternate knife was used to create the incision. Additional information has been requested but not received.

Manufacturer narrative:
No sample has been returned for evaluation for the report of knife did not cut; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Photos were reviewed by the manufacturing site. Photo 1 confirms reported product and lot numbers. Photo 2 shows the knife loose in the blister, reported issue can not be confirmed. A sample was not returned and the device history record review of the lot number(s) provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened knife was received loose in a blister for the report of knife did not cut. The returned sample was visually inspected and was found non-conforming with a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Photos were reviewed. Photo 1 confirms reported product and lot numbers. Photo 2 shows the knife loose in the blister, reported issue can not be confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4).